Event description:
Had serious allergic reaction to these contact lenses. Redness, itching, swelling, sensitivity to light. Dates of use: 2007, diagnosis or reason for use: corrective lenses for vision, event abated after use stopped or dose reduced? Yes, event reappeared after reintroduction? Yes.